Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent incarcerated incisional hernia repair on (B)(6) 2020 due to extensive lysis of adhesions and small bowel resection. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2019. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2020. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2021.